Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that his device stopped working. The patient also reported that neither battery would power up the device. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device manufacture date: monitor (B)(4): 7/2008. Battery (B)(4): 04/2008. Battery (B)(4): 05/2008. Device evaluation summary: device evaluations of monitor (B)(4) and batteries (B)(4) and (B)(4) have been completed. The reported problem (won't power up) has been confirmed. As received, battery (B)(4) was found to have defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. Battery (B)(4) was found to have a broken connector. The root cause of the broken connector cannot be positively identified but may have been a result of severe shock from dropping the pack. The battery could not be charged. As received, the monitor was found to have evidence of liquid ingress. Water damage on the auxiliary board caused the isp line to short to ground. The shorted line prevented the unit from successfully powering on. The device was also missing the expansion port cover. The root cause of the water damage cannot be positively identified but may have resulted from liquid ingress through the missing expansion port cover. No adverse event resulted from the defective monitor or batteries. The patient received a replacement monitor and two replacement batteries.